Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. Since the consumer won't be able to return the product, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads are manufactured at the following location: (B)(4).

Event description:
The consumer alleges that while she was using her spinbrush, the battery died and it caused her to break a tooth because it stopped so fast and hit her tooth. She did not seek medical attention.